Event description:
It was reported that the right atrial lead exhibited insulation break. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: a partial lead was returned for analysis and approx 1.1cm of outer insulation nad coil was not returned. Analysis confirmed a proximal insulation breach consistent with cautery damage during lead extraction. The damage found on the distal portion of lead was sustained during surgical procedure. No discontinuities or fractures were found on any conduction paths.